Event description:
The customer reported that the 840 ventilator would not go into synchronous intermittent mandatory ventilation (simv) mode. Malfunction occurred during pt use. No injury to the pt reported. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to run performance verification tests (pvt) and attempt to duplicate the reported problem. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).